Manufacturer narrative:
Hw22983 was returned for evaluation. The reported event of "high power" could not be replicated but was confirmed with log file analysis. Post-explant functional analysis confirmed that pump hw22983 met pre-implant requirements with power average consumption of 1.93 watts. Visual examination and dimensional verification did not identify any discrepancies that may have caused or contributed to the reported event. Independent pathology report revealed evidence of organized fibrin within the pump. There were mild to moderate abrasions on the lower housing ceramic surface and matching inferior surface of the impeller. These mechanical abrasions of the lower housing surface and the matching inferior surface of the impeller are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that 12 days post implant, the pump was emergently exchanged as high watts >15w and flow >10 was noted by staff. During the previous day, the right subcostal venovenous ECMO cannula for right internal jugular veno venous ECMO cannula was exchanged due to venous/liver congestion and malposition upon a tee procedure. It was reported that "it is a possibility that dislodgement of a clot from the cannula with ingestion to the rvad seems very high." Watts did not dramatically increase, but gradual over the course of the day and evening. Patient in now stable in ICU, receiving blood products for major bleeding. There is no further information available at this time. Investigation is in progress.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Pump has not been received.